Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of rupture and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture - baker grade unknown.

Event description:
Patient reported left side "rupture with capsular contracture" baker grade unknown. Device remains implanted.

Event description:
Patient reported, left-side pain, lump, rupture with capsular contracture baker grade unknown per ultrasound and mammogram findings. Device remains implanted.